Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 294 mg/dl at the time of incident and current blood glucose level was 267 mg/dl. The customer reported that he changed the set and had high blood glucose level 600 mg/dl and also reported blood glucose level 252 mg/dl when the event of high blood glucose level started. The drive support cap was normal. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin did exit. The insulin pump will not be returned for analysis.